Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir had air bubbles in it. The customer reported that the size of the air bubbles was approximately 1/4 inch. The customer was advised to change the infusion set which removed the air bubbles. Blood glucose level at the time of the incident was not provided. The product will not be replaced or returned for analysis.